Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced recurrence of urinary incontinence.

Event description:
It was reported that following insertion the patient experienced recurrence of urinary incontinence.

Manufacturer narrative:
(B)(4).it was reported that the patient underwent mesh implantation to treat vaginal prolapse and underwent mesh resection on (B)(6) 2010.

Manufacturer narrative:
(B)(4). It was reported that after implantation the patient experienced mesh erosion with pain, bladder infections and pain upon defecation. A mesh resection was performed.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and the patient has undergone additional surgeries and revisionary procedures. No additional information was provided at this time.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.